Event description:
The customer contact reported that the pump did not sound an audible alarm tone during alarm condition. The pump was returned to the biomedical engineering dept. With an unsigned note that stated, "broken door". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.